Event description:
A call to technical services on (B)(6)2011 states that they are doing an atrial lead revision. Caller was sent to st. Jude medical technical services to discuss. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).